Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-13004. It was reported that one of the patient's leads had migrated. The patient did not receive left foot coverage. It was reported, the physician planned surgical intervention at a future date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.